Manufacturer narrative:
It is unknown if there was patient involvement; no patient information was reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the handle of the small hexagonal screwdriver was cracked and broken, product no longer functional. The issue was found out by the medical device reporting staff. It is unknown if there was a patient and surgical procedure involvement. This is report 1 of 1 for (B)(4).